Event description:
It was reported that there was a hardware removal of a retrograde nail due to nonunion. The original procedure was on unknown date, completed a different facility. During the revision procedure on (B)(6) 2013, the surgeon inserted an antegrade nail two sizes larger after reaming. The procedure was successfully completed with no patient injury reported. This report is for 2 unknown locking screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 2 unknown locking screws/unknown lot. Device was used for treatment, not diagnosis. Placeholder.